Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
Option study: it was reported that device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 35 mm watchman flx laa closure device & delivery system (wds) were used. There was successful placement of the closure device with complete laa seal and a deployed device diameter of 27 mm. Prior to implantation, the patient underwent atrial fibrillation ablation using the pulmonary vein isolation technique with the help of cryo method. Two days post-procedure, the patient was discharged. 225 days post-procedure, a drt was identified. No action was taken. 347 days post-procedure, at the 12-month protocol scheduled follow-up visit, transesophageal echocardiogram (tee) revealed the drt on the atrial facing surface of the watchman device. The thrombus was pedunculated, non-mobile with a maximum area of 0.3 cm2. There was no evidence of thrombus in the left atrium. No adverse patient complications were reported and no intervention was taken. It was further reported that 605 days post-procedure, medication was changed/adjusted in response to this event.

Event description:
Option study. It was reported that device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system (was) was positioned and a 35 mm watchman flx laa closure device & delivery system (wds) were used. There was successful placement of the closure device with complete laa seal and a deployed device diameter of 27 mm. Prior to implantation, the patient underwent atrial fibrillation ablation using the pulmonary vein isolation technique with the help of cryo method. Two days post-procedure, the patient was discharged. 225 days post-procedure, a drt was identified. No action was taken. 347 days post-procedure, at the 12-month protocol scheduled follow-up visit, transesophageal echocardiogram (tee) revealed the drt on the atrial facing surface of the watchman device. The thrombus was pedunculated, non-mobile with a maximum area of 0.3 cm2. There was no evidence of thrombus in the left atrium. No adverse patient complications were reported and no intervention was taken.

Manufacturer narrative:
Initial reporter facility name: (B)(6).